Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was exhibiting 2400 ohms pacing impedance and high capture thresholds (2.7 volts).